Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported having an air detected in cassette warning and fluid leak. The event occurred in drain 1 of 4. The warning occurred several times. The patient cancelled treatment and when the cassette was removed from the cycler there was fluid found in the pump module area. Fluid leaked from the cassette door. In a follow-up, a pd nurse verified that the patient did have a fluid leak and there was no harm, intervention or adverse event associated with the fluid leak event. The patient let the cycler dry over night and continued to use it.